Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had no power. The reporter stated that the battery compartment was cracked and moisture was observed inside the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/03/2017 with the following findings: there were call service 054 alarms observed in the pump's black box. The battery compartment was cracked. The battery cap attached securely to pump. The pump was exercised for 24 hours with no power issues or alarms occurring. There was corrosion observed in the battery compartment. The pump was opened and moisture damage was found on the printed circuit board.